Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet screen separated from the device housing, with the display lifting away from the back of the unit, while the device continued to function but was no longer watertight. Symptoms included no reported clinical effects. Outcomes included no disruption to therapy reported. Investigation included review of the complaint details and arrangement for device replacement. Investigation of this case revealed a screen-to-housing delamination consistent with enclosure integrity failure of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure adhesion failure.